Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the day after onset. Treatment was not reported. The patient was discharged one day after admission. At the time of this report, the patient was recovering from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.